Event description:
A customer reported to baxter (B)(4) of a multilayer bag set that had a particle in the bag. It was discovered before usage. The product was compounded by baxter (B)(4) pharmacy. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation. However, a picture of the actual sample was available for an evaluation. The photo revealed that a black fibre could be noticed in the bag. The reported condition was confirmed. The cause of this condition was determined to be related to the supplier material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.this is a product not distributed in the us and does not have a 510k number.